Event description:
It was reported that during a procedure using a speedlock hip 3.0 mm peek anchor, the device pulled out after initial drilling. A new bone hole had to be created to complete the procedure with a backup device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The devices, intended for treatment, were not returned for evaluation. A relationship, if any, between the subject devices and the reported event could not be determined since the products were not returned for evaluation. Visual inspection and functional testing could not be performed since the devices were not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the products associated with this event are returned at a future date, this evaluation will be reopened for investigation. Factors which could contribute to the anchor pulling out includes: implanting the anchor in poor quality bone or where bone quantity is limited, the bone hole may have been too shallow, or misalignment and/or putting excessive force on the device during insertion which can lead to incomplete insertion and implant pullout. There are no indications to suggest the devices did not meet product specifications upon release into distribution.